Manufacturer narrative:
The pump was received with button error alarm and no button response due to moisture damage keypad trace. The displacement test was unable to be performed due to keypad anomaly.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of button error on customer's insulin pump. The customer's blood glucose at the time was 492mg/dl. The customer states the buttons are unresponsive. The customer states they treated with the pump. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.